Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician was unable to close the clip and it broke. The patient's condition was reported as fine.